Manufacturer narrative:
(B)(4). H10. No pictures provide for this event. The product analysis can't be performed as the product was not returned. The review of the device manufacturing quality record indicates that (B)(4) products designation biomet bone cement r 1x40 us, reference 110035368, lot number 849cai1802 were manufactured on 05th august 2019. The device manufacturing quality record indicates that the released product met all requirements to perform as intended. No non conformity or deviation was observed which could be linked to the event described in the complaint. 1 complaints have been recorded for biomet bone cement r 1x40 us, batch 849cai1802 within one year. According to available data, the most probable root cause is due to packaging issue (sealing process). A CAPA has been initiated in order to implement actions to avoid the recurrence of this type of issue. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was been reported that when the technician opened box of cement he realized that the inner package open. No adverse health consequences and no impact patient.

Manufacturer narrative:
(B)(4). Report source, foreign - event occurred in us. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
Item is hospital owned. Tech opened box of cement and realized inner package open. No adverse health consequences.